Manufacturer narrative:
The following fields have been updated with corrections: g.4. Date received by manufacturer: 2020-09-10

Event description:
It was reported that unspecified bd¿ needle safety shield broke and pierced the nurse's fingernail. This was discovered during use. The following information was provided by the initial reporter: material no: unknown . Batch no: unknown. It was reported that: bd eclipse needle 21 x 1.25 safety shield broke and pierced nurse's fingernail. Event description per =email states: "when capping the needle to discard after use, the pink safety shield used to cover the needle broke off which caused the needle to go through the glove and hit the fingernail of the other hand." The medwatch reported was received in franklin lakes on (B)(6) 2020 and it reflected in the awareness date. The report was not sent to the rcc until 09/17/2020.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that unspecified bd¿ needle safety shield broke and pierced the nurse's fingernail. This was discovered during use. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported that: bd eclipse needle 21 x 1.25 safety shield broke and pierced nurse's fingernail. Event description per =email states: "when capping the needle to discard after use, the pink safety shield used to cover the needle broke off which caused the needle to go through the glove and hit the fingernail of the other hand." The medwatch reported was received in franklin lakes on 14-aug-2020 and it reflected in the awareness date. The report was not sent to the rcc until 09/17/2020.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) registration number has been used for the manufacture report number. Medical device expiration date: unknown. The customer's address is unknown. (B)(6) has been used as a default. The initial reporter also notified the FDA on 19 june, 2020. Medwatch report # mw5095819. Report source other: medwatch report. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd¿ needle safety shield broke and pierced the nurse's fingernail. This was discovered during use. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. It was reported that: bd eclipse needle 21 x 1.25 safety shield broke and pierced nurse's fingernail. Event description per =email states: "when capping the needle to discard after use, the pink safety shield used to cover the needle broke off which caused the needle to go through the glove and hit the fingernail of the other hand." The medwatch reported was received in (B)(4) on 14-aug-2020 and it reflected in the awareness date. The report was not sent to the rcc until 09/17/2020.